Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the tip of the implant body was fractured. The implant was removed and another implant was placed. It was presented that the patient suffered inflammation and bone loss as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation attached to a two point bridge. Visual evaluation of the as returned product identified signs of wear from use about the threads, and the base of the implant. The product is too damaged to be accurately measured. The customer indicates that the patient has a history of bruxism, which could contribute to implant fracture. The reported product was located on tooth # 6 and used for approximately 8 years. Inflammation and bone loss was reported as patient impact. The customer has returned x-ray images of the surgical site around the time of removal. Sme review of these images notes that the void in the bone is from the removal of the fractured piece, and not from bone loss. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured, the tip of implant body was fractured, the implant was removed and another implant was placed. Inflammation, bone loss. The reported fracture complaint was confirmed following inspection of the returned product and x-rays. The reported medical events could not be verified with the information provided. A definitive root cause for this complaint could not be determined. Device available for evaluation change ¿no' to 'yes'. Device evaluated by manufacturer: change ¿no' to 'yes' .